Manufacturer narrative:
Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received one 0036290 returned unopened in original packaging. The lot number of the device ¿ 202003104 was verified via returned packaging. A visual inspection found a fold in the seal. A functional inspection was then performed, and the devices were dye leak tested per policy. The dye leak testing indicated the packaging had an insufficient heat seal, the dye was flowing through the folds in the seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only complaint for this lot number and failure mode. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, catalog # 0036290, lot 202003104, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). The completion of the device evaluation confirmed an insufficient heatseal; therefore, this complaint meets the criteria for a reportable event. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.